Event description:
The patient stated that her blood glucose has been high (400 mg/dl) for the past 2-3 months. She stated she had no symptoms. She stated that when her blood glucose is high she boluses through her infusion device. She believes the infusion device is not delivering insulin accurately. She stated she will be seeing her doctor in 2 weeks and she will seek his advice on high blood glucose issues. The infusion device is being replaced. Product was requested to be returned for evaluation.